Manufacturer narrative:
Analysis found that overheating was confirmed. During testing the maximum temperature was 119.12 degrees f. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that a handpiece overheated 1 minute after starting to work during the tympanoplasty procedure. There was no patient impact. The procedure was completed with backup product.